Event description:
Customer reported an issue where the pump did not register the correct amount of insulin when the cartridge was filled completely. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.